Event description:
Per the clinic, the device was explanted due to infection and extrusion of the implant. It was also reported that the patient had "several infections treated". Dates and types of treatment not reported. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the patient was not reimplanted with a new device as previously reported, the patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).